Manufacturer narrative:
The device was returned to zoll medical corporation; visual evaluation of the device found damage to the main board consistent with user mishandling. Due to the condition in which the device was received, root cause analysis could not be performed. The main board and main gasket were replaced as a precaution. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.